Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited a conductor fracture due to subclavian crush. This was initially discovered approximately nine (9) months ago, at which time the physician programmed the associated pacemaker device to vvi mode. The lead also exhibited high out of range pace impedance measurements greater than 3000 ohms. The patient was noted to have no symptoms as they have a low pacing dependency. Subsequently, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed based a change of the evaluation conclusion code.